Manufacturer narrative:
The logs were reviewed for (B)(6) 2026. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the pump did not deliver insulin as intended. Resulting in ongoing decreased blood glucose (bg) levels of 45 mg/dl. Customer consumed carbohydrates to resolve low bg. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.